Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient¿s concern with the product, rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, rupture and ¿enlarged left axillary left side lymph node. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp break on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on the posterior of the broken device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.